Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the spinal surgery was performed. The fixed are was l5-s. On (B)(6) 2018, the reoperation was performed. During the pre-operative meeting, the surgeon planned that the s1 implants would be replaced with l4-5 verse implants after the s1 implants would be removed. When the surgeon checked the x-ray images during the pre-operative meeting, no broken implants were found, the operation was performed after the meeting on the same day (on (B)(6) 2018). As a usual procedure, the expedium l5-s set screws and rods were removed. When the surgeon then tried to remove the reported cortical screws, it was found that the reported cortex screws were broken. The reported cortical screws on both right s1 and left s1 were affected. The surgery was completed with a 60-minute-delay, and there was no adverse consequence to the patient. ((B)(4)).